Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including on/off current testing, patient testing, circuit impedance testing, and shock testing without duplicating the report. Internal inspection of the device found no discrepancies. No accessories were returned as part of this investigation. The main board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend